Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt345 breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. Results: no damage was found during visual inspection. A pressure test revealed that the complaint device was able to perform within specification. A lot check revealed no other complaint of this type for lot number 120810. Conclusion: we were unable to determine the cause of the problem as reported by the customer, as no fault was found with the returned complaint breathing circuit. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported that an rt345 adult breathing circuit failed the ventilator leak test. This was found prior to patient use.